Event description:
The customer reports that the physician was concerned that the platelet count dropped after two pts had tpe procedures. There were no alarms. Pt info: weight is unavailable at this time. Pt received a platelet transfusion as a result of the event. Pt completed her round of treatment. The disposables are not being returned. This report is being filed due to medical intervention.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-progress. A f/u report will be provided.

Event description:
The customer reports that the physician was concerned that the platelet count dropped after two pts had tpe procedures. There were no alarms. Pt info: dob and weight is unavailable at this time. Treatment was postponed. The disposables are not being returned. This report is being filed due to medical intervention.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-progress. A f/u report will be provided.